Event description:
On 6/28/2022, it was reported by a sales representative via sems that an ar-1278l semitendinosus stripper tip is dull. This was discovered during an unspecified time.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure is wear and tear.